Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic hernia procedure on unknown date and unknown topical skin adhesive was used. Three days after procedure, the patient developed rash, redness, blisters, inflammation, burning, and oozing of yellow fluid from the sites of inflammation. The yellow fluid tested negative for infection. As the patient stated, she still has red spots and some oozing of yellow fluid three months after the symptoms first appeared. The patient consulted with a dermatologist when the symptoms first appeared. The patient was treated with clobetasol propionate at first , then with desoximetasone and the antibiotic nupircin instead. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 04/07/2016. It was reported that the patient underwent a laparoscopic hernia procedure on (B)(6) 2015 and one layer of topical skin adhesive was applied to abdominal wall skin/incision sites. During the procedure, chlorhexidine was used as skin prep and incision was not re-prepped before closure. The reaction covered the entire abdomen. The doctor opines that hypersensitivity to topical skin adhesive is a contributing factor. The patient¿s current status is nearly resolved.